Event description:
No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that intermittent audio output occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient went ice skating for 3 hours. After being picked up by her mom at 10:00pm, the patient wanted to eat some candy and then after an unspecified amount of time, ate more candy. The patient told her mother she would ¿correct for it¿ afterwards via the patient¿s omnipod insulin pump. At 12:30 am, the patient was still awake and the patient¿s mother saw a cgm reading of 300 mg/dl in the patient¿s cgm history (discovered after the seizure occurred). The patient also manually corrected for the candy she ate with a 6.5 unit bolus via the omnipod insulin pump at this time. There was also report of the patient vomiting around 12:53am. At 2:00am, the patient¿s mother was awoken by screaming and upon checking the patient found her to be having a seizure. It is unknown what the cgm device was reading at this time, however, the patient¿s mother stated the cgm device did not provide any alerts leading up to the patient¿s low bg. The patient¿s mother treated the patient with a glucagon injection and called 911. The patient¿s mother attempted to get a bg meter reading on the patient while waiting her emergency medical services (ems) but was unable to. Within 10 minutes after the seizure occurred, the cgm device beeped once with a low alert. Once ems arrived, the patient¿s bg meter reading was 20 mg/dl. No treatment was provided by ems since the patient¿s mother already administered glucagon. At an unspecified time later, while in the emergency room (ER), the patient¿s bg went up to 44 mg/dl and the cgm was reading 74 mg/dl. Diagnostic testing (CT (computed tomography) scan and EKG (electrocardiogram)) confirmed that the seizure was caused by the earlier insulin correction bolus the patient self-administered after midnight. She also received IV insulin during treatment in the ER, and once stabilized, the patient was discharged home 5 hours later. At the time of the report, the patient was instable condition. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.